Event description:
It was reported that, "the rep discovered in the operating room that this instrument wasn't functioning correctly."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.